Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menstruation increased, menses irregular, drug allergy, chronic sinusitis, sinus congestion, ear operation, temporomandibular joint surgery, cholecystectomy, breast reduction, biopsy breast, back pain, paranasal sinus hypersecretion, diarrhea, menometrorrhagia, uterine fibroid, endometrial polyp and respiratory tract congestion. Concomitant products included acetylsalicylic acid (aspirin), atenolol, calcium, cyclobenzaprine, diazepam, mometasone furoate (nasonex), multivitamin, naproxen, orlistat, paroxetine, paroxetine hydrochloride (paxil), salbutamol (albuterol) and tramadol. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 6 months 5 days after insertion of essure, the patient experienced rash ("rashes or skin conditions type"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced infection ("infections"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), hypersensitivity ("allergic reaction"), ovarian cyst ("ovarian cysts"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), arthralgia ("hip pain") and adnexa uteri pain ("ovaries pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, infection, dyspareunia, vaginal discharge, hypersensitivity, ovarian cyst, anxiety, depression, vaginal haemorrhage, menorrhagia, rash and arthralgia outcome was unknown and the adnexa uteri pain had resolved. The reporter considered adnexa uteri pain, anxiety, arthralgia, depression, dyspareunia, hypersensitivity, infection, menorrhagia, ovarian cyst, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient will be required to undergo a laparotomy and bilateral linear salpingostomy with removal of the essure® devices in the very near future. Diagnostic results: hsg test. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: menorrhagia." Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 10-oct-2018: pfs and mr received: reporters added, demographic conditions added, product indication added. Device insertion and removal date updated. Surgery: hysterectomy added. Events: abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions, hip pain, ovaries pain. Event outcome and onset dates updated. Concomitant drugs and historical conditions added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malpositioned right essure device'), pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 47-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included menstruation increased, menses irregular, drug allergy, chronic sinusitis, sinus congestion, ear operation, temporomandibular joint surgery, cholecystectomy, breast reduction, biopsy breast, back pain, paranasal sinus hypersecretion, diarrhea, menometrorrhagia, uterine fibroid, endometrial polyp, respiratory tract congestion, acute bronchitis, maxillary sinusitis, vaginal itching and allergic rhinitis. *hcg test sonogram - polyps, fibriods. Concurrent conditions included hypertension, uterine bleeding, hypochondriasis, pathologic fracture of vertebrae, intervertebral disc displacement, dizziness, migraine, abnormal weight gain, abdominal bloating, candida infection, uterine leiomyoma, ovarian cystadenoma and uterine fibroid. Family history included breast cancer (mother). Concomitant products included acetylsalicylic acid (aspirin), atenolol, calcium, cyclobenzaprine, diazepam, mometasone furoate (nasonex), naproxen, orlistat, paroxetine, salbutamol (albuterol), tramadol and vitamins nos (multivitamin). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced rash ("rashes or skin conditions type"), 6 months 5 days after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), hypersensitivity ("allergic reaction"), ovarian cyst ("ovarian cysts"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), arthralgia ("hip pain") and adnexa uteri pain ("ovaries pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, infection, dyspareunia, vaginal discharge, hypersensitivity, ovarian cyst, anxiety, depression, vaginal haemorrhage, menorrhagia, rash and arthralgia outcome was unknown and the adnexa uteri pain had resolved. The reporter considered adnexa uteri pain, anxiety, arthralgia, depression, device dislocation, dyspareunia, genital haemorrhage, hypersensitivity, infection, menorrhagia, ovarian cyst, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient will be required to undergo a laparotomy and bilateral linear salpingostomy with removal of the essure® devices in the very near future. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2018: 1.uterus with attached bilateral fallopian tubes and ovaries, laparoscopic assisted vaginal hysterectomy and bilateral salpingo oophorectomy: 2.a 3.0 cm benign left ovarian serous cystadenoma 3.bilateral fallopian tubes, each containing intraluminal essure coil device.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: menorrhagia." Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device dislocation further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 14-nov-2019: mr received. New events: malposition right essure device was added. New reporter and concomitant condition added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 47-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included menstruation increased, menses irregular, drug allergy, chronic sinusitis, sinus congestion, ear operation, temporomandibular joint surgery, cholecystectomy, breast reduction, biopsy breast, back pain, paranasal sinus hypersecretion, diarrhea, menometrorrhagia, uterine fibroid, endometrial polyp, respiratory tract congestion, acute bronchitis, maxillary sinusitis, vaginal itching and allergic rhinitis. Hcg test. Sonogram - polyps, fibriods. Concurrent conditions included hypertension, uterine bleeding, hypochondriasis, pathologic fracture of vertebrae, intervertebral disc displacement, dizziness, migraine, abnormal weight gain, abdominal bloating and candida infection. Family history included breast cancer (mother). Concomitant products included acetylsalicylic acid (aspirin), atenolol, calcium, cyclobenzaprine, diazepam, mometasone furoate (nasonex), multivitamin, naproxen, orlistat, paroxetine, paroxetine hydrochloride (paxil), salbutamol (albuterol) and tramadol. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced rash ("rashes or skin conditions type"), 6 months 5 days after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), infection ("infections"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), hypersensitivity ("allergic reaction"), ovarian cyst ("ovarian cysts"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), arthralgia ("hip pain") and adnexa uteri pain ("ovaries pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, infection, dyspareunia, vaginal discharge, hypersensitivity, ovarian cyst, anxiety, depression, vaginal haemorrhage, menorrhagia, rash and arthralgia outcome was unknown and the adnexa uteri pain had resolved. The reporter considered adnexa uteri pain, anxiety, arthralgia, depression, dyspareunia, genital haemorrhage, hypersensitivity, infection, menorrhagia, ovarian cyst, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient will be required to undergo a laparotomy and bilateral linear salpingostomy with removal of the essure® devices in the very near future. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: menorrhagia." Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 29-nov-2018: new pfs received- new events added: plaintiff did not undergo essure confirmation test, abnormal bleeding (general) were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.